Manufacturer narrative:
'An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - intraocular elevation in 9 eyes. Medication was provided and surgical intervention was not required. In two patients, local antiglaucomatous therapy is being administered long term (in one patient there is a positive family history of glaucoma)'. The cause of the iop elevation in these cases was attributed to 'the effect of local corticosteroids in combination with pre-operative values around the upper limit of the norm (up to 21 mmhg)'. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.' Corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens models). Device information corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Report source should have included literature in initial MDR. Should have included patient code 3191 (secondary intervention, elevated iop treated with medication) in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - intraocular elevation in 11 eyes. Medication was provided and surgical intervention was not required. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.